Event description:
Article reports episodes of syncope, lead fracture suspected. During lead extraction leads broke, electrode fragments removed with snares. 6 months later, pt c/o back pain; scan showed foreign body in superolateral vein at s1 level of spine. Fragment of embolized lead removed surgically.